Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis. During analysis, the customer's reported problem was confirmed. Pump was found to be "double beeping" during power up when batteries are inserted. The root cause of the issue was unknown. A faulty downstream occlusion sensor will be replaced. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating a smiths medical cadd legacy pump exhibited continuous beeping. No patient consequences were reported. No adverse effects were reported.